Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven days post a port placement procedure in right internal jugular vein, the catheter was allegedly ruptured. It was further reported that swelling and pain was allegedly noted when saline was injected. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one powerport implantable port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete compound break was noted on the distal end of the attached catheter. The distal catheter segment was returned and measured approximately 14.0cm in length. A complete compound break was noted on the proximal end of the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular. The edges of the complete compound break on the distal end of the catheter segment were noted to be jagged. The surface was noted to be granular. Both edges were noted to be elliptical in shape. Therefore the investigation is confirmed for the reported fracture and the identified material separation, catheter wear and deformation issues. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven days post a port placement procedure in right internal jugular vein, the catheter was allegedly ruptured. It was further reported that swelling and pain was allegedly noted when saline was injected. Reportedly, the port was removed. There was no reported patient injury.